Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia approximately one week post implant. Diaphragmatic stimulation and intermittent capture on both right atrial (ra) and right ventricular (rv) leads was also noted. X-ray confirmed dislodgement of the leads. It was further noted that the sutures had slipped from the suture sleeve on both the ra and rv lead. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.